Event description:
It was reported to fresenius this hemodialysis (hd) patient on in-center hd therapy utilizing the optiflux 160nre dialyzer experienced dyspnea during an hd treatment. There was no specific allegation this event was related to any deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s hd registered nurse, it was confirmed the patient experienced severe dyspnea during an hd treatment in the hd clinic. This was the patient¿s first hd treatment and they had not undergone any form of renal replacement therapy prior to this event. Within approximately two minutes after the initiation of the hd treatment on an 2008t hd machine utilizing an optiflux 160nre dialyzer, the patient began to experience dyspnea that quickly worsened. Because the hd clinic is connected to an acute care hospital, the hospital rapid response team was alerted to the hd clinic and the hd treatment was discontinued with no blood returned to the patient. Hd staff applied 3 l/min oxygen via a nasal cannula and connected the patient to a cardiac monitoring machine with no improvement in respirations. An ambu bag valve mask was applied to support respiration. The patient was medically paralyzed and sedated to undergo a rapid intubation by the rapid response team. The patient was admitted to the hospital on the same day and eventually extubated (date unknown). Concerning the event of blood loss, it was stated no adverse event or serious injury occurred and no additional medical intervention was required to correct the blood not returned to the patient. The cause of the patient¿s severe dyspnea was determined to be an allergic reaction to the optiflux 160nre dialyzer and they were treated in the hospital. The patient underwent hd therapy on a hospital provided nipro dialysis machine using a nipro cellentia dialyzer (not fresenius products) as these products are used with patients with allergic reactions to other dialyzers. The patient had an uneventful hospital course and was discharged. It was confirmed the patient¿s allergic reaction, blood loss and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The fresenius optiflux 160nre dialyzer instructions for use cautions user of the known risk of adverse reactions such as ¿itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest.¿ a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported to fresenius this hemodialysis (hd) patient on in-center hd therapy utilizing the optiflux 160nre dialyzer experienced dyspnea during an hd treatment. There was no specific allegation this event was related to any deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s hd registered nurse, it was confirmed the patient experienced severe dyspnea during an hd treatment in the hd clinic. This was the patient¿s first hd treatment and they had not undergone any form of renal replacement therapy prior to this event. Within approximately two minutes after the initiation of the hd treatment on an 2008t hd machine utilizing an optiflux 160nre dialyzer, the patient began to experience dyspnea that quickly worsened. Because the hd clinic is connected to an acute care hospital, the hospital rapid response team was alerted to the hd clinic and the hd treatment was discontinued with no blood returned to the patient. Hd staff applied 3 l/min oxygen via a nasal cannula and connected the patient to a cardiac monitoring machine with no improvement in respirations. An ambu bag valve mask was applied to support respiration. The patient was medically paralyzed and sedated to undergo a rapid intubation by the rapid response team. The patient was admitted to the hospital on the same day and eventually extubated (date unknown). Concerning the event of blood loss, it was stated no adverse event or serious injury occurred and no additional medical intervention was required to correct the blood not returned to the patient. The cause of the patient¿s severe dyspnea was determined to be an allergic reaction to the optiflux 160nre dialyzer and they were treated in the hospital. The patient underwent hd therapy on a hospital provided nipro dialysis machine using a nipro cellentia dialyzer (not fresenius products) as these products are used with patients with allergic reactions to other dialyzers. The patient had an uneventful hospital course and was discharged. It was confirmed the patient¿s allergic reaction, blood loss and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The fresenius optiflux 160nre dialyzer instructions for use cautions user of the known risk of adverse reactions such as ¿itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest.¿ a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the use of the optiflux 160nre dialyzer and the event of an allergic reaction, characterized by severe dyspnea, and blood loss as the patient¿s blood was not returned to the patient. It is well documented that patients on hemodialysis may experience reactions involving non-biocompatibility due to the composition of dialyzer membranes of various types of dialyzers. The fresenius optiflux 160nre dialyzer instructions for use cautions user of the known risk of adverse reactions such as ¿itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest." Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius this hemodialysis (hd) patient on in-center hd therapy utilizing the optiflux 160nre dialyzer experienced dyspnea during an hd treatment. There was no specific allegation this event was related to any deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s hd registered nurse, it was confirmed the patient experienced severe dyspnea during an hd treatment in the hd clinic. This was the patient¿s first hd treatment and they had not undergone any form of renal replacement therapy prior to this event. Within approximately two minutes after the initiation of the hd treatment on an 2008t hd machine utilizing an optiflux 160nre dialyzer, the patient began to experience dyspnea that quickly worsened. Because the hd clinic is connected to an acute care hospital, the hospital rapid response team was alerted to the hd clinic and the hd treatment was discontinued with no blood returned to the patient. Hd staff applied 3 l/min oxygen via a nasal cannula and connected the patient to a cardiac monitoring machine with no improvement in respirations. An ambu bag valve mask was applied to support respiration. The patient was medically paralyzed and sedated to undergo a rapid intubation by the rapid response team. The patient was admitted to the hospital on the same day and eventually extubated (date unknown). Concerning the event of blood loss, it was stated no adverse event or serious injury occurred and no additional medical intervention was required to correct the blood not returned to the patient. The cause of the patient¿s severe dyspnea was determined to be an allergic reaction to the optiflux 160nre dialyzer and they were treated in the hospital. The patient underwent hd therapy on a hospital provided nipro dialysis machine using a nipro cellentia dialyzer (not fresenius products) as these products are used with patients with allergic reactions to other dialyzers. The patient had an uneventful hospital course and was discharged. It was confirmed the patient¿s allergic reaction, blood loss and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge.